Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for routine generator change. During the pre-procedure check, the right atrial lead was found to exhibit oversensing of noise. The patient was not dependent on atrial pacing so the decision was made to not revise the lead. The atrial lead was attached to the new generator successfully and the patient was in stable condition before, during, and after.